Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the evaluation identified partial circumferential break. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model va5084 pta balloon dilatation catheter allegedly ruptured and had a break. This report was received from one source. The device was used in the forty-three year-old male patient, of 150 lbs. There was no reported patient injury.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model va5084 pta balloon dilatation catheter allegedly ruptured and had a break. This report was received from one source. The device was used in the (B)(6) male patient, of (B)(6). There was no reported patient injury.